Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of an inappropriate shock. The sensing vector was reprogrammed from secondary to primary. The physician was considering a revision procedure due to the electrode being part of an unrelated advisory population, and the inability to program the sensing vector to secondary per the advisory communication. Surgical intervention was undertaken. The electrode was explanted and replaced. The s-ICD remains in service. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of an inappropriate shock. The sensing vector was reprogrammed from secondary to primary. The physician was considering a revision procedure due to the electrode being part of an unrelated advisory population, and the inability to program the sensing vector to secondary per the advisory communication. Surgical intervention was undertaken. The electrode was explanted and replaced. The s-ICD remains in service. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.